Manufacturer narrative:
The reported issue was confirmed. The root cause could not be definitively identified. It was reported that the nurse stated device alerted 113 reduced water temperature control x 3. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 35c. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a patient cooling, but they were more hypothermic than they want them to be, and they keep getting an alarm 113 (reduced water temperature control) in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 33.3c, water temperature (wt) was 29.3c, flow rate (fr) was 2.5lpm, heater command (hc) was100%, water reservoir level 5. Nurse confirmed they filled the reservoir when they initiated therapy but did not know if water was already in the pads or not. Walked nurse through draining excess water from the circulation tank. Water temperature increased to 37.2c by the end of the call. Explained they could add warm blankets, or a bair hugger to the patient while the temperature increases if desired and protocol allows. Nurse stated device alerted 113 reduced water temperature control x 3. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 35c, water temperature (wt) was 31.3c, water flow rate (wfr) was 3 l/m. System diagnostics, outlet monitor temperature (t1) was 31.3c, outlet control temperature (t2) was 31.3c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 31.4c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 64%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1962.8, pump hours were 276.1. Sn (B)(6). Biomed stated nurse sent device down for evaluation. They noted that device just had software upgrade last week and want to know if this error could be related. They ran calibration and received calibration error 25. Explained that calibration error was not related to 113 reduced water temperature control and these errors would not be related to the software upgrade. Noted the nurses called in last night for a 113 not heating which was an overfill. Suspect they may have drained from the wrong port which could have cause the chiller to seize up therefore causing the 113 not cooling that occurred this morning.

Event description:
It was reported that they have a patient cooling, but they were more hypothermic than they want them to be, and they keep getting an alarm 113 (reduced water temperature control) in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 33.3c, water temperature (wt) was 29.3c, flow rate (fr) was 2.5lpm, heater command (hc) was100%, water reservoir level 5. Nurse confirmed they filled the reservoir when they initiated therapy but did not know if water was already in the pads or not. Walked nurse through draining excess water from the circulation tank. Water temperature increased to 37.2c by the end of the call. Explained they could add warm blankets, or a bair hugger to the patient while the temperature increases if desired and protocol allows. Nurse stated device alerted 113 reduced water temperature control x 3. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 35c, water temperature (wt) was 31.3c, water flow rate (wfr) was 3 l/m. System diagnostics, outlet monitor temperature (t1) was 31.3c, outlet control temperature (t2) was 31.3c, inlet temperature (t3) was 31.2c, chiller temperature (t4) was 31.4c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 64%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1962.8, pump hours were 276.1. Sn (B)(6). Biomed stated nurse sent device down for evaluation. They noted that device just had software upgrade last week and want to know if this error could be related. They ran calibration and received calibration error 25. Explained that calibration error was not related to 113 reduced water temperature control and these errors would not be related to the software upgrade. Noted the nurses called in last night for a 113 not heating which was an overfill. Suspect they may have drained from the wrong port which could have cause the chiller to seize up therefore causing the 113 not cooling that occurred this morning.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.